Event description:
It was reported that the customer experienced elevated blood glucose (bg) of high mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus via the pump. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.